Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. The customer's blood glucose level was 395, which was addressed with a correction bolus via the pump. The pump was not within abnormal temperature conditions. Reportedly, the customer continued using the pump for insulin therapy.